Event description:
During the procedure the physician attempted to retract the idc - interlocking detachable coil from the lesion and it detached when 4-cm were retracted. The detached coil appeared to be unraveled. There were no procedural complications related to this event and the pt is in good status.